Manufacturer narrative:
(B)(4). Unit alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. However, unit passed rewind test and displacement test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had started getting motor errors yesterday. Customer was able to resolve the issues, but that day it was started again. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Insulin pump alarm history contains more than one motor error alarms within a 30 day period. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.